Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bearings had come out from the main drawer 3.1. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bearings had come out from the main drawer 3.1. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ball bearings falling out from drawer. A field service engineer opened diagnostics and released the pockets from the affected drawer. After shutting down the station, and accessed the drawer by opening the back panel, removed the faulty drawer, and installed a new one. The station was then powered on, and the new drawer was successfully configured. The system functioned as intended after the field service engineer repaired the device.